Manufacturer narrative:
(B)(6). Title a comparison of short-term outcomes of neck dissection for head and neck cancers using thunderbeat¿, ligasure¿ or treatment without an energy-based device: a case controlled study source international journal of surgery, volume 58, 2018 (60-64), date of publication: 18 september 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, while performing neck dissection for head and neck cancer it was that the device group had 6 reported complications. Two patients had surgical site infections and three lymphorrhea with one of the cases was bilateral.